Event description:
It was reported that in preparation for a ptca procedure, the maverick2 monorail balloon shaft was found to be broken during unpacking. It was never used in the pt. The procedure was completed with a different device, and pt status was reported as 'good'.

Manufacturer narrative:
Product has been returned, however, the investigation is not complete at this time. A supplemental report will be filed when the investigation is complete.